Event description:
Patient presented in-clinic for heart palpitations and dyspnea due to episodes of pacemaker mediated tachycardia. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.